Event description:
Underwent diagnostic cardio-cath at hospital in 2008. The angio-seal device was used for closure. Everything appeared ok, so I was discharged three hours after the procedure. On two days later, I returned to my cardiologist -who was not present for the cath-. He routinely checked for a pulse in each ankle. He was unable to find a pulse in the right leg, whereas it had been strong before the cath. He immediately sent me for a stat ultrasound at the hospital -next to his office-. The ultrasonographer checked the artery and called in an interventional radiologist. He had me admitted and tried every catheter available to dislodge what appeared to be a clot. Before ending the procedure, he told me it was the angioseal device that had occluded in the right common femoral artery. I was moved to the ICU and a vascular surgeon was called in. He scheduled surgery for the next day. The surgery successfully removed the device and confirmed that it caused the blockage. I remained in the ICU for 36 hours, then was discharged to home care. Dates of use: 2008. Diagnosis or reason for use: seal artery post cardiac catheterization. Event abated after use stopped or dose reduced? Yes.